Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on an unknown date, the reamer head cracked. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation revealed that the reamer head was torn in the area of the pinning. These finding indicate that the reamer was exposed to a mechanical overload. The investigation with material and manufacturing documents showed that this instrument was made in april 2006 according to the specifications. A material or manufacturing error can be excluded. The reamer was manufactured according to the specifications.